Manufacturer narrative:
This report is being submitted as part of CAPA (B)(4) which identified late reports as part of a remediation effort. This report was missed during the switch from alternative summary reporting to mandatory medical device reporting.

Event description:
Failed to osseointegrate.